Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for evaluation. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Electrical analysis, visual analysis and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited failure to capture. The lead was not used. The case was abandoned. The patient was in stable condition.